Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure resistance was felt at the moment of the introduction of the implant into the guide and when the implant was withdrawn, it was noticed that it was kinked at the distal portion of the implant. A backup device was available to complete the procedure. A new hole was prepped, leaving the first with no product. No patient injury or complications were reported.